Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of adverse reaction to metal debris.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code and lot code required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional information: there is no new information that would change the outcome of the investigation. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metallosis.